Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, but was not available at the time of this report.

Event description:
It was reported to philips that the device's ECG readings were "incorrect" when obtained using the device's pads. The customer stated that the signal "appeared to be a digital signal". It was reported to philips that the device was in clinical use at the time the failure and the patient expired. The customer stated that the staff had replaced the device's pads and the problem persisted. Once the staff had connected ECG leads, the ECG waveform was displayed correctly. The ems captain at the customer site has stated that the device behavior was not related to the patient outcome.

Manufacturer narrative:
The ems captain noted that a scan of what was displayed from the code summary. In this scan you can see the squared off top and bottom. This looks like a digital signal rather than a rhythm displayed during CPR. These are experienced medics that have worked many codes and can recognize a CPR rhythm. What they saw was not anything they recognized. The other issue is that what they saw when they moved from pads to limb leads was systole. The picture on the screen did not match what was printed or captured in memory. The customer stated that every time a rhythm check was done, the monitor displayed systole. In the code summary and the download sent, the monitor never captured systole. The captain, who is also a medic, documented systole throughout the event in the patient care report as well. The treatments performed were consistent with an asystolic rhythm that included an io with 4 epi given during the event. Something else to note is the fact that the facility had applied an AED and was receiving a no shock advised message prior to the medics placing the monitor on the patient. Once the staff had connected ECG leads, the ECG waveform was displayed correctly. The ems captain at the customer site has stated that the device behavior was not related to the patient outcome. The customer requested that the device be returned to bench for evaluation. The results of the bench repair evaluation were inconclusive. Bench repair was not able to duplicate the issue. It was determined that the possible issue was with the customers ECG leads being faulty. The measurement module was replaced as preventative maintenance (pm) to assure good connections with the leads. Also a new trunk cable was sent as a preventative measure (pm). The customer was advised to replace the 12-lead accessories. The reported issue was could not be confirmed as a malfunction. The customer was advised to replace the 12-lead accessories. The measurement module and trunk cable were replaced as a pm. Philips was unable to determine the cause of the reported symptom as multiple parts were replaced. The device passed all performance assurance testing and was returned to the customer to place back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.